Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was in disconnected mode and displayed a fatal error. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was in disconnected mode and fatal error. A technical support specialist (tss) initially connected to the station and identified that the database size exceeded the gigabyte limit and could not be reduced through reindexing or shrinking, performed a full sync that reduced the database to approximately gigabyte, confirmed the database remained healthy at gigabyte, applied a temporary fix per knowledge article medstation es - 1.7.4 devices are bloating - maintenance service unable to get past purge deletion error due to missing update 6 after the upgrade, noted the project team was managing the rollout of update 6 as a permanent fix, continued monitoring database sizes via health check as a preventive measure, and closed the case as the immediate issue for this device was resolved. The system functioned as intended after the technical support specialist troubleshot the device.